Event description:
It was reported that a guidewire detachment, vessel perforation and patient death occurred. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, upon the fourth pass through the blockage, the device wire was severed. The vessel had a bend not far from the distal end of the blockage. Subsequently, an unfortunate perforation of the vessel at the end of the blockage was noted. The patient condition quickly deteriorated and resuscitation efforts were unsuccessful and the patient died.